Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp reporting that there was no broken wires, and that the patient and their spouse were misinformed. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsons dual and movement disorders. It was reported the patient's wife told them that they sent some broken wire to medtronic, but haven't gotten results. The caller assumed it was external equipment, but didn't have further details as to what was really broken, the caller was to follow-up with the patient's wife to get further information. It was possible the patient may have called the medtronic rep and it was addressed, but technical services had no records of that. The patient's wife said the patient was at the hcp office on (B)(6). The hcp checked the battery and sent some information over to medtronic to calculate how long battery would last. It was reviewed that no information was received. It was also reported that there was some transference noticed on one of the internal wires. A different caller called in and asked about the battery longevity for the patient. The caller stated that the notes they had indicated the battery voltage was at 2.81 v (volts) and the patient was programmed at left 2.7 v and right 3 v. The caller also asked about the possible wire issue. They stated there was a possible wire issue was unaware of any other specific details. No patient symptoms or further complications were reported as a result of this event. [Refer to (B)(4) for the broken external wire].